Manufacturer narrative:
Concomitant medical products: dtmc1d4 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implantable cardioverter defibrillator (ICD) changeout procedure, alerts were triggered for high pacing impedance on the right ventricular (rv) lead. The right atrial (ra) lead was noted to have high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.